Manufacturer narrative:
D1 brand name was updated. D3 and g1 manufacturer fax were added as they were inadvertently omitted from the initial report. Major bleed/access site adverse event: the cause of the bleed was most likely use issue related since hemostasis was achieved by manipulation of the angle of insertion.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Clinical rationale: an impella cp device was inserted via the right femoral artery in a 77-year-old female patient presenting with acute myocardial infarction complicated by cardiogenic shock (ami/cgs). The patient had a history of known coronary artery disease. During support, bleeding was initially noted at the impella insertion site, requiring three dressing changes and administration of one unit of blood. It was later determined that the bleeding did not originate from the impella access site. During the implant, the blue hub had been sutured, and the position of the sutures was later found to be suboptimal. The hub was resutured in a different position, and the bleeding was confirmed to originate from the first suture site rather than the impella insertion site. The patient survived to explant. The reported event of major bleeding requiring blood transfusion is consistent with bleeding-related complications that may occur in critically ill patients and may be influenced by procedural factors such as suture placement and tissue integrity.